Event description:
Pt had a mediport placement on (B)(6) 2016. Admitted on (B)(6) 2015 with malfunctioning/clogged mediport and cyclic intractable vomiting. Initial attempts to correct the malfunctioning port were unsuccessful. "(B)(4) study" performed on (B)(6) 2016 that identified an "endovascular foreign body." The mediport and retained fragments were removed on (B)(6) 2016. There were two pieces of sheared off hydrophilic coating from a glidewire used during the initial insertion. The two pieces were actually one piece that broke into two when the radiologist was trying to retrieve it. Of note: there is another piece still in the pt embedded in a clot with each end adhered to the vessel walls. A replacement mediport was implanted on the other side of the pt's chest during the procedure on (B)(6) 2016.